Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The pump had a cracked bottom case, cracked right plunger case. Error history log review found a check syringe plunger sensor error. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced bottom case, replaced right plunger case.

Event description:
It was reported that the pump kept alarming. No patient injury was reported.